Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text; the complaint was duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in multiple places. Additionally, the audio bolus button cover was observed to be damaged.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump display screen could not be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.